Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose around 400 mg/dl and 280 mg/dl. The customer reported that they changed the insulin but they were still experiencing high blood glucose. The customer stated that the insulin did exit the tubing. The customer declined further troubleshooting. The insulin pump will not be returned for analysis.